Event description:
The customer contact reported a leak of radioactive isotope. A 3-way stopcock was connected to the clave port of the tubing set and was being used to deliver an unspecified radioactive isotope. After an unspecified length of time in use, leakage of solution was noted at the connection of the clave port and the male luer of the 3-way stopcock. The solution that leaked was cleaned up according to the hospital's protocol. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).